Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm condition. The customer calibrated the transducers, which did not resolve the issue and determined the most likely cause was the main printed circuit board assembly (pcba). The customer reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed and found multiple "xdcr" errors and a low clock battery, which is unrelated to the reported fault. Calibrations were performed on the transducers and found the expiratory differential pressure transducer (pt802) failing the calibration. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process of part number 68354. This issue has been addressed in CAPA (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.